Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2019; 5076-45 lead, implanted: (B)(6) 2006; 694758 lead, implanted: (B)(6) 2006 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection approximately three months after the implant of a cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. The device and leads were explanted. No further patient complications have been reported as a result of this event.